Event description:
Caller alleged that the following results were obtained on a neonate patient less than 10 minutes apart, with a greater than 25% variance in results: 29 mg/dl and 41 mg/dl (inform meter (B)(4)) (within 6 minutes) variance = 29% 45 mg/dl (inform meter (B)(4)) and 80 mg/dl (inform meter (B)(4)) (within 7 minutes) variance = 43% no actions taken based on device results. No adverse event reported. Requested return of suspect device; however, all strips have been used. Replacement was sent.

Manufacturer narrative:
(B)(6). Will not be returned to manufacturer.